Event description:
It was reported that insert new sensor occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a insert new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).